Manufacturer narrative:
(B)(4). Service technician evaluated the ventilator. Initially could not duplicate but then when unit tapped on top, it reset. The power board and memory board are replaced. Tests and calibrations passed.

Event description:
The customer reported to vyaire medical that ltv 1200 ventilator after turned on threw a few error messages (sram, rom crc, post passed). It alarmed then shut off briefly before starting the same cycle again. It never just stayed on or provided ventilation. There is no information about patient involvement on the reported event.